Event description:
In 2000 radiologist used a "perclose" device in the pt's right common femoral artery following an angiography. On 6/12/00 the pt was readmitted with cold painful right foot. Five days later a surgeon took the pt to the or to explore the right common remoral artery. Dr found the "perclose" device "embedded in the back wall of the vessel" and removed it as a "foreign body".